Event description:
The customer reported that they had a leak in the centrifuge chamber 10 minutes into the collection portion, and after processing 2.5 times the patient's blood volume during a mononuclear cell (mnc) collection procedure. The customer was not able to return the patient's blood, but was able to use the collected product after the detection of the leak. The patient information is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and analysis. A photo of the issue was provided. Based on the photo, the location of the leak appeared to be near the collect connector on the perimeter weld of the channel. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the leak experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the photo and the description of the leak, the root cause is likely a weld failure of the channel near the collect connector. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole-size tear that develops in the soft channel vinyl near the channel¿s hard plastic inlet connector during long procedures,typically mnc collections. Corrective/preventive action: terumo bct has modified the standard optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism. The modified filler has been designed to enhance the system¿s reliability,by reducing the incidence of a specific type of disposable set leak. Terumo bct will provide one modified standard filler for each device to all customers who use the system to perform mnc collection procedures.

Event description:
The customer did not respond to repeated attempts made to obtain the patient information.